Event description:
Boston scientific received information that one day post implant, this atrial lead threshold could not be measured. In addition, p-wave had decreased however impedance remained unchanged. The right ventricular lead measurements were acceptable. A chest x-ray was performed revealing this lead had moved from the implant position and was located in the right superior vena cava. A decision regarding lead revision will be made in the near future. The patient remains hospitalized as their underlying rhythm is complete heart block. Additional information was received. A revision procedure was intended, however when this lead was re-interrogated prior to the procedure, acceptable measurements were obtained and the impedance measurements were consistent. No further lead movement was noted. As it was thought the lead was in a stable position, a decision was made to leave the lead in the current position and not perform a revision procedure and further monitor this lead. It was thought there would be one-hundred per cent atrial sensing and little atrial pacing.

Manufacturer narrative:
As a decision has been made to leave this lead implanted, our investigation is complete. Should additional information become available, this event will be updated.